Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery below the knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflations at 14 atmospheres in 30 seconds, the balloon was ruptured. The device was removed without any problem. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.